Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to failure of the diaphragm unit because of long-term repeated use.

Manufacturer narrative:
The device was returned to olympus for evaluation and repaired. The evaluation confirmed the user report of a washed out image due to a faulty iris. A worn out scope socket slider switch was also found to cause intermittent use of high intensity mode. The evaluation also identified corrosion in the air tubing and normal wear. This event is still under investigation. A supplemental report will be submitted upon receiving additional information. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Actions are being taken to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported the user was getting a washed out image with the evis exera iii xenon light source. It was further reported there was no patient harm due to this event.